Event description:
It was reported that during a routine follow-up, this implantable cardioverter defibrillator (ICD) exhibited codes; which are indicative of a short circuit condition and a high voltage condition being detected on the leads, respectively. A low out of range shock impedance measurement of less than 20 ohms are also observed on the right ventricular (rv) channel. Additional information provided from the field indicated surgical intervention was later performed and the ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported. The ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted scratched on both sides of the header and a dent on the back of the can. Review of the device memory confirmed the presence of both code 1004 and code 1006. An x-ray of the device indicated a damaged plasma fuse. This confirmed the allegations made against the device in the field. This type of damage is likely due to the pg device attempting to deliver a shock into a low-resistance path (e.g. A shorted lead).

Event description:
It was reported that during a routine follow-up, this implantable cardioverter defibrillator (ICD) exhibited codes 1004 and 1006; which are indicative of a short circuit condition and a high voltage condition being detected on the leads, respectively. A low out of range shock impedance measurement of less than 20 ohms are also observed on the right ventricular (rv) channel. Additional information provided from the field indicated surgical intervention was later performed and the ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.